Event description:
A customer reported that their AED is prompting a battery replace now warning. The customer stated that they performed manual self-test and same error showing. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED is prompting an error code of "battery replace now warning". The customer stated that they performed manual self-test and same error showing. Analysis of the log files from the AED showed it was manufactured on 10/29/2019 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2024 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024. On (B)(6) 2024 the new battery pack was installed and the old one was reinstalled. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.